Manufacturer narrative:
Additional information: a medtronic representative reported that there was no patient impact because the screws were placed correctly according to the post op imaging spin performed by the site staff. The radiology tech that was running the navigation system during the reported event reported that the inaccuracies only occurred when the synthes instruments were in the medtronic instrument trackers. And it was only a "depth" issue, the trajectories were still accurate. When the surgeon used the medtronic instruments and trackers the navigation was accurate. The software investigation of the returned logs found that the reported event was unrelated to a software issue. The most likely cause was the use of third party instrumentation manufactured by synthes during navigation. The software functioned as designed. The instructions for use (IFU) that accompanies the device contains warnings regarding the use of non-medtronic instruments, "warning: the navlock¿ tracker is designed and tested for use only with medtronic instruments. Use with any unapproved instrument could compromise accuracy and safety." Correction: if the above information was available during the initial review, the reported event would not have been considered a reportable malfunction of a medtronic device.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the navigation system has since been used and no recurrences have happened. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, a 30mm imprecision was found to be deeper than intended when using two separate navlock trackers. When using the second tracker, it appeared to be accurate at first, but an imprecision was observed after use. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.